Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a crack on the right plunger case and bottom case. During analysis, blank screen and constant alarm was found at power up. It was noted that main board does not operate as intended and was the cause of the reported issue. Service replaced main board to correct the reported issue. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during bench testing, a smiths medical medfusion pump went black when turned on and beeped. No patient was involved in this event. No adverse effects were reported.